Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k013227.

Event description:
Customer reported that when they opened the implant vial there was no implant inside. The doctor was able to complete the procedure with another implant from stock.

Manufacturer narrative:
No product was returned for a visual inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. DHR review states that products in this lot were inspected for all components. An acceptable quantity passed this inspection phase. A singular cause for the reported event could not be determined, as the circumstances of the event could not be recreated, and relevant device history documentation note no related nonconformances as reported. The complaint is therefore non-verifiable with the information provided. The following sections have been updated: (B)(4).